Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance and lead pin not fully inserted in to header of implantable pulse generator (ipg). The lead was reinserted and screw was tightened down and remains in use. No patient complications have been reported as a result of this event.